Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead failed to capture and exhibited low p waves. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.